Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Devices switching on automatically. There was no patient involved.

Event description:
Devices switching on automatically. There was no patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 300p passed ¿out qat from heartsine technologies on the 17th january 2011. Devices returned for switching on automatically normally have symptoms including an excess current drain and multiple manual power ups mainly of ten-minute duration. The current drain of the device was within specification. The device records 29 manual power ups throughout the history log, with one of ten minutes in duration. These power ups may indicate the user was power cycling the device, or, the beginnings of a failure. However, the device performed to specification throughout testing at heartsine, including temperature cycling between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p01.